Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fever, endocarditis infection and suspected vegetation on the right ventricular lead. The physician noted that the patient had gram positive blood cultures. The device and leads were explanted and not replaced at this time. No further patient complications have been reported as a result of this event.